Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber tip was observed to be detached inside the patient after 56,000 joules of use and 8:23 minutes. The fiber tip was removed and no pieces were left inside the patient. The fiber tip was cleaned during the procedure. The procedure was completed with the second fiber with no clinical consequences to the patient.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber tip was observed to be detached inside the patient after 56,000 joules of use and 8:23 minutes. The fiber tip was removed and no pieces were left inside the patient. The fiber tip was cleaned during the procedure. The procedure was completed with the second fiber with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface and indication of slight melting on output window. Cap wear is a known inherent risk of device. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. In addition, analysis identified that the glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap. The outer flow tubing open end exhibits minor scratch marks. Glue failure is associated with the glass cap bevel edge and metal cap misalignment observed. Based on the observed glue failure, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed glue failure. Analysis of the returned fiber, did not identify a physical break/detachment of the fiber body/parts. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.